Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.according to the gore® dryseal sheath instructions for use, adverse events that may occur and/or require intervention include, but are not limited to embolization (micro or macro) with transient or permanent ischemia.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, a patient underwent an endovascular aortic repair using a fenestrated anaconda endograft. On an unknown date a dissection of unknown location was discovered. On (B)(6) 2015 the patient¿s dissection was treated with a gore® tag® thoracic endoprosthesis. The dissection was covered successfully. However when the groin access site was addressed for closure, the site was found to be thrombosed. The thrombus was treated with a fogarty embolectomy catheter. The patient did well following the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device is currently in progress.